Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. It was noted there was blood on the distal conductor of the lead and it was not obstructed, and the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Event description:
It was reported that during the implant procedure, the low-voltage pacing lead exhibited placement difficulty, as it was difficult to insert the stylet into the lumen of the lead. The lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.